Event description:
It was reported that after da vinci-assisted surgical procedure site contacted intuitive field service engineer (fse) to report several different issues from arm3 while stowing. Procedure was already finished with no issues. Event logs showed several different errors pointing to different pot/encoder errors on armnet3, as well as patient side manipulator (psm) related issues and rac related issues. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found several different errors in the logs pointing to different pot/encoder errors on armnet 3, patient side manipulator (psm) and remote arm controller boards (rac) related issues. The fse replaced armnet 3, rac-set up joint (suj)-psm to resolve the issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The patient side manipulator (psm) 2 was analyzed and errors were confirmed upon reviewing the error logs confirming the issue on the field. Upon visual inspection, no issues were found that would be related to the reported event. The psm2 was installed onto a golden system where the component functioned as expected. The psm2 was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. As a result of these findings, failure analysis concluded that the axis 3 motor are consistent with the reported event and are the potential root cause for this issue. The suj was analyzed, and error 22003 was confirmed upon reviewing logs indicating suj pot primary and secondary comparison error on axis 4, which confirmed the error in the filed. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 22003 error was triggered indicating a pot comparison issue, replicating the reported event. The rac was analyzed. The errors were confirmed upon reviewing logs, which confirmed the error occurred in the field. Visual inspection, no issues were found that is related to the report issue. The unit was installed onto a golden system where was triggered indicating fault on the rac. Then the golden system was set to run ten minutes sine cycle, ten power cycles & sitting idle for two days. Once the testing was completed, the system error logs were inspected, but no error could be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.